Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found post-tonsillectomy primary bleeding is a well-known complication/risk of the procedure. However, the information provided is insufficient to determine whether the intra-operative bleeding was due to a pre-existing or concurrent medical or surgical condition or procedure. Per subsequent e-mail it was reported, ¿the difficult bleeding was particularly in the adenoids could have been from technique or new ergonomics of wand. We are unsure which one.¿ per report, the bleed was fixed conservatively in the same surgery with another halo wand with a 45-minute delay. The reported significant post-op pain was resolved with medication. It was reported the patient's outcome is unknown. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after an ent procedure in which the halo wand was used, a patient had difficult bleeding intra-op particularly in adenoids with significant pain post op. The procedure was completed with another halo wand, there was a delay of 45 min. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.